Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's screen was completely dark, and it was impossible to read onscreen indications, was observed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the device's trilogy kit, exhaust fan assembly, 43-micron filter were replaced to prevent anomaly, and the front enclosure overlay was replaced due to front enclosure overlay was observed to have been scratched, which was not related to malfunction. The device's technician performed repair test, alarm checking, battery checking, run testing, and cleaning, and software version was checked.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's screen was completely dark, and it was impossible to read onscreen indications, was observed. The device¿s lcd display was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.